Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the tubing had separated from the y site. The cause of the condition was determined to be an issue during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a clearlink continu-flo solution set was found to have tubing that had detached from the y-site. There was mp patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA was not opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.